Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. It was reported the controller screen displayed a ¿system problem¿ message, rm04. Patient got this message twice and while on the call, she got it the third time. Patient noted the first two were both late at night and the next morning they worked fine. Troubleshooting included reset controller by removing and re-inserting the battery pack or batteries. Patient was able to get the battery part way out but could not get it all the way out, patient could not successfully do a reset. It was mentioned patient was not happy with recharging process of new device. Additional noted stated that patient had sticky patches and she could move on with what she was doing. It was noted with this device, patient had to sit still, and it took forever. A replacement recharger would be sent. It was noted recharger continue to get error code. No further complication and no symptoms were reported. Additional information received on (B)(6) 2019 stated that the controller was displaying a system problem message. The patient received the new controller but now saw an rm04 message when trying to charge the ins. It was clarified the previous message was an rm03. Disconnecting and reconnecting the recharger did not resolve the issue. The patient was unable to remove the battery due to arthritis. Additional information received stated that the patient son tried to remove the battery but it fell apart. The patient reported speaking with a rep who told her to get a replacement controller. The patient clarified her previous comments and stated that without adhesive discs it was harder to maintain coupling even though her new system charges faster. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and radiculopathy. Additional information from representative on (B)(6) 2019 was received. Rep stated the controller screen displayed a ¿system problem¿ message, rm03. Patient was sent new equipment after having trouble charging before. Rep noted he met with patient on friday and help paired new equipment with ins and instructed patient to go home and charge. Rep mentioned it took multiple times to find where the battery was and once rep did, rep had a series of 4 screens as below 1. System problem rm03 2. Pp showed 90% and ins showed 30% 3. Passive recharge mode screen which they cycled through ¿multiple times¿, waited 10 minutes, controller said 100, then went to ¿checking recharge quality¿ 4. Controller then said, ¿unable to recharge, try again¿. Patient stated during whole time, the controller was blinking as if ins was recharging. Rep stated he experienced rm03, ins was now showed 0% charged, when 30 minutes ago indicated 30% charged. Rep noted he reset controller multiple times, but equipment still not working as intended. A replacement recharger would be sent. It was mentioned patient still got rm03 and recharger got hot where the wires went into coil. No further complication was reported. Additional information from patient on (B)(6) 2019 indicated patient had received replacement controller and 2 rechargers. Patient stated passive recharge mode was done in office on wednesday, patient went home and charged controller, and ins to 100% but ins had been off since then, because controller would not connect so they could not turn it on. Patient noted patient was holding controller on the sides, not covering the top, and they even had them move it back towards their hip to be closer to ins. It was noted ins was acting like it was dead, they had to do passive recharge mode, but then it started charging normally, showed 90% ins charged and they could communicate without recharger. Patient mentioned tablet communicated today just fine. Patient noted today they reset controller and also unpaired re-paired controller to ins. They mentioned it seemed like they have to reset equipment every other day and patient could not leave ins on long enough to get therapy. Patient stated the battery was right there, controller charged fine from the wall and patient wish to have restore system back. As of right now, ins was on, communicated with controller, recharger and tablet fine, both controller and ins were charged to almost full. Tss suggested patient kept things charged to over 50% and monitor issue as equipment seemed to be working at this point. No further complication and no symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6); product type recharger product ID 97745; serial# unknown; product type programmer, patient product ID 97745bp; serial# (B)(6); product type accessory product ID 97755; serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a no device found message and the rtm was scrapped due to failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.